Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified by "if turn it up anymore it vibrates all the time" they meant they felt vibration in bladder area. They also clarified that by "they have been having some problems with the device", they meant symptoms control - no bladder control. The issue was not caused by normal battery depletion. The cause of the device not working was determined. They needed to change from program 3 to 4. As resolution, on 2025-jun-12 [illegible] had the patient change to program 4 at 0.4. The issue was resolved. The cause of the vibration all the time when the stimulation was turned up was unknown. The most likely cause was that they needed to change program from 3 to 4. As resolution, on 2025-jun-12 they changed the program from 3 to 4 level 4. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they have been having some problems with the device. The patient said they were still having leakage and accidents. Agent asked if patient has seen any improvement on symptoms since implant and patient said they have not s een improvement. Patient then said it was starting to get better, but it's not great. Patient mentioned that when they were implanted they could feel the stimulation. Patient stated they have increased the stimulation. Patient stated they have it on the 5 setting but if they turn it up anymore it vibrates all the time and bothers them. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said they had an appointment with the physician assistant (pa) from their healthcare provider's office and they redirected the patient to manufacturer to address adjustments on their therapy. Additional information was received from the health care professional (hcp). The hcp stated that they saw the patient in the past but had not seen the patient since this issue was noted and has no additional information to provide and does not know any outcome.